Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined follow up from tandem technical support to confirm backup therapy was obtained. Customer¿s blood glucose level was 130 mg/dl.